Event description:
A report was received that the patient's ipg had to be charged daily. Troubleshooting was provided but that did not resolve the problem. Analysis of the patient's database discovered that the ipg is showing premature battery depletion. An ipg revision has been recommended.

Event description:
A report was received that the patient's ipg had to be charged daily. Troubleshooting was provided, but that did not resolve the problem. Analysis of the patient's database discovered that the ipg is showing premature battery depletion. An ipg revision has been recommended.

Manufacturer narrative:
The complaint of difficulty charging was verified. The ipg exhibits the quiescent current variation from the analog/digital ic section of the ipg electronics, this resulted in excessive battery depletion. This phenomenon appeared just after being implanted and maintained throughout the entire implant period. Because these ics are covered and their pins are inaccessible, it is unable to identify the failed component.